Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No number ramping or scroll bar anomaly was noted.

Event description:
Customer reported that she was programming a temporary insulin basal rate and the numbers on the screen of the insulin pump started ramping on their own. Customer does not recall any significant events leading to the keypad issue. Customer stated that she has had the device for three years and it has been flashed with water but never submerged. Blood glucose value is 109 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.